Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump numbers were moving faster during boluses and they could not stop it. The customer¿s blood glucose level was unknown at the time of the incident. The pump then had a blank display after a battery change. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime test self test and off no power alarm test. The stop (idle) current and run current measurement tests are within specification. Device powered up properly after the test battery was installed. Device was monitored for 1 day. No blank display, unexpected battery power loss anomaly or battery out limit alarm noted. Unable to perform the error test, occlusion test, excessive no delivery test and delivery accuracy test or verify drive or motor anomaly and bolus anomaly due to no button response on the up arrow button. Device had no button response on the up arrow button due to corroded keypad trace. No button error alarm noted. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched case, broken belt clip slot, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.